Manufacturer narrative:
Additional information provided confirmed a 0.35 guidewire was used and was not bent. The first 29mm sapien 3 valve was crimped according to the manual. Resistance was met when the nosecone of the commander delivery system tried to cross the tricuspid valve. The 29mm sapien 3 valve and the commander delivery system were removed completely from the patient. After the certitude system was prepped and the 29mm sapien 3 valve was successfully implanted. Later the decision was made to continue with a preplanned tao case with a non-ew valve with the final plan to close and go on pump again. The 29mm sapien 3 valve was working perfectly, but after the sternotomy, the right heart failed to work properly. The patient collapsed after some days and died in the ICU. The commander delivery system was not returned to edwards for evaluation, as it was discarded by the facility. A phot of the device was provided and the cut distal tip of the delivery system with the crimped balloon was observed. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including patient¿s diseased or tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location or retracted and removed through a surgical cutdown. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The tracking difficulties encountered were likely due to procedure factors (guidewire became entangled in the tricuspid valve chordae). The sternotomy on cardiopulmonary bypass was pre-planned and performed following successful deployment of the sapien valve for a separate procedure involving a non-edwards device; therefore, the subsequent right heart failure and death is unrelated to any edwards device malfunction or deficiency. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a valve in valve (29mm sapien 3 valve in a 27mm edwards surgical valve) transfemoral tvr procedure in the pulmonic position, the commander delivery system was unable to be advanced to the pulmonic valve. During the advancement of the guidewire, the guidewire became entangled in the tricuspid valve chordae. Consequently, when the commander delivery system was advanced, it also became ¿stuck¿ at the same location. The delivery system was not able to move forward or backwards. After several maneuvers, the decision was made to convert the patient to open heart surgery. The physician attempted to advance the commander delivery system to the pulmonic valve under direct vision but was unsuccessful. The delivery system was reported to have been ¿too soft¿ to be advanced, and the balloon was cut from the flex catheter to retrieve the system. A certitude delivery system was opened, and the valve was implanted successfully.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.